Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was not provided. Date implanted: not applicable, as the iol was removed/replaced during the same procedure. Date explanted: not applicable, as the iol was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was fully inserted into the patient's ocular dexter (right eye) and removed during the same procedure due to a bent/broken haptic. The procedure was completed using another iol with the same model and diopter size. Procedure outcome does not significantly interfere with activities of daily life and it was reported the patient has recovered. No further information is available.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 27-aug-2021 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens had been cut into three pieces, which is consistent with a lens handled during removal and replacement. Both haptics were also observed to be detached (one missing). Furthermore, a portion of the remaining haptic was observed to be damaged (bent). Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue can be confirmed; however, based on the return condition of the lens this cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.